Event description:
It was reported that the atrial lead exhibited noise. Atrial sensitivity was reprogrammed to 0.5 mv with good result.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.